Event description:
It was reported the system did not power up (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system needs follow up action.